Event description:
The account alleged the beds wheels will not lock. No pt impact.

Manufacturer narrative:
The tech found the brake pedal not fully engaged causing the caster brakes not to lock. The tech in-serviced the nurse on how to fully step down onto the brake pedal to ensure caster brakes are applied.